Event description:
It was reported that the customer was hospitalized due to high blood glucose of 456mg/dl. It was stated that the customer was not wearing the insulin pump at time of her admission and troubleshooting could not be performed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.